Event description:
It was reported that an infection and pocket erosion occurred. The implantable cardiac defibrillator system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 6947 implantable tachy lead: (B)(6) 2010; 5076 implantable pacing lead: (B)(6) 2010; d224trk implantable cardioverter defibrillator (ICD): (B)(6) 2010. (B)(4).